Event description:
Customer called regarding the field notification letter. Customer stated that the drive support cap was protruded, he pushed it back in. Advised customer not to manipulate or push the drive support cap while connected. Advised customer that the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.